Event description:
The patient reportedly experienced sound quality issues and intermittency. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Testing showed that the patient's device was functioning. The decision was made to explant the device. Surgery will be scheduled.